Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported ¿the patient did have inadequate pain relief, but it began when the device was implanted, meaning they never received adequate pain relief with the device. Under the protocol this is not a reportable event, therefore it was deleted from the system.¿

Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015-07-29, information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving infumorph 5.0mg/ml via an implantable pump for non-malignant pain. On (B)(6) 2013, the patient reported being unable to achieve adequate pain relief post-implant despite many pump increases (0.2800 mg/day, 0.3200 mg/day, 0.5997 mg/day and 0.6390 mg/day). The severity was noted as mild. On (B)(6) 2013, a dye study was performed via fluoroscopy and there was sluggish catheter flow when flushed with 1ml of omnipaque; a good deal of pressure was required. The flow gradually improved toward the end of the 1ml flushed. On (B)(6) 2013, the patient was examined and reported the pain had not improved. The outcome was reported as an ongoing event. It was reported as possibly related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a post-market clinical study. On (B)(6) 2015, it was reported that on (B)(6) 2015 the patient had increased burning pain. On (B)(6) 2014 reprogramming was done; change to hydromorphone. On (B)(6) 2014 reprogramming was done; change to fentanyl. On (B)(6) 2014 an increase was programmed. On (B)(6) 2014 an increase was programmed. On (B)(6) 2015 reprogramming was done; add bupivacaine. On (B)(6) 2015 examination/palpation determined that the bupivacaine helped with burning pain in feet; the fentanyl was not helping as much as it should.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that the "source record has been deleted: the patient never received adequate pain relief; therefore it is not an event." It was unclear what was meant by this. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was reported that at the exam on (B)(6) 2013, there was also concern about the pump function. The device event was now reported as reduced catheter flow. The cause of the reduced catheter flow was not determined. On (B)(6) 2013 the event resolved without sequelae.